Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient was getting shocked and was in pain. The caller stated that the patient had an MRI in which the MRI technician put the patient¿s device into MRI mode and now the patient programmer (pp) would not turn back on. The caller put new batteries into the pp and the pp shows that the ins needs to be charged. They were unable to turn the ins off or decrease the stimulation. During the report the pp showed that the stimulation was on. The patient was seeing 248 on the pp and the ins battery shoed ¼ and that it needed to be charged. Patient services reviewed that they should consider decreasing the stimulation until the patient is comfortable. The patient was able to decrease stimulation to a comfortable level. The caller stated that the pp was flashing to a different screen while the patient was decreasing, but the caller was unclear what the pp screen was showing. Troubleshooting resolved the reported issue. Additional information was received on 2018-aug-16. The caller said that the patient is still being shocked. Patient services helped them use the pp to synchronize and they reported that stimulation is on and they are on upright b at 2.40 volts. Patient services helped them turn stimulation off and the patient reported that they are no longer being shocked. Patient services advised to consult with the healthcare professional (hcp) about the issue. No further complications were reported/are anticipated.